Event description:
Reporter alleged the expiration date printed on the test strip vial used with the glucose monitoring device revealed a usable date however the MFR's inventory system indicated the product is expired. Reporter stated the test strip date on the vial was 10/31/2005 and the inventory system indicated the exp date was 9/30/2004. Reporter stated using the expired test strip and had been getting erratic results however no treatment was rec'd and caller did not seek medical attention. Caller stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.